Manufacturer narrative:
Correction: intervention required box was not checked on the initial report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 3889-28, lot# va06gmv, implanted: (B)(6) 2013, product type lead; product ID 3889-28, lot# va06gmv, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was removed due to infection. The infection was described as ¿nasty¿ and the patient was trying to recover. It was unknown if the lead was removed. It was stated the healthcare provider would like to implant a new device, but the patient was scared to have another implant. Additional information has been requested, a follow up report will be sent if additional information is received.